Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not deliver therapy. In this state the device may not be able to deliver therapy if needed. Physio-control contacted the customer to request additional information on the patient and the customer was unable to provide any further information for the event or the patient.